Event description:
Major pump unit(s) involved: drive unit failure; device thrombosis. Additional text: thrombosis noted internally in the pump; driveline twisted; patient curling driveline around fingers. Specific component(s) involved: driveline malfunction; other component malfunction, specify. Additional text: patient curling driveline over finger; driveline twisted. Other component: thrombus noted on report from thoratec. Causative or contributing factor: patient non-compliance in device maintenance/protection. Other cause: intervention(s): replacement of external controller; replacement of driveline; replacement of pump. Other intervention: implant device type: lvad. Malfunction device type:.

Event description:
Major pump unit(s) involved: drive unit failure, device thrombosis. Specific component(s) involved: driveline malfunction, other component malfunction, specify.